Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic for a right atrial (ra) lead revision procedure. The right atrial lead was capped and replaced on (B)(6) 2021 for an unknown reason. The patient was in unknown condition.